Event description:
This is an adverse event noted as part of the (B)(6). This is a (B)(6) male with intra-epithelial neoplasia of the esophagus. Circumferential ablation was performed without acute adverse event requiring intervention and with no device malfunction. At three month follow-up, a stricture was noted as well as an area which had not yet healed from treatment. At one year endoscopy, the stricture was resolved and the pt had no dysphagia.